Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported seeing the message ¿settings not available cannot provide your desired intensity settings¿ and was unable to increase their intensity. Patient stated they have groups a, b, and c. Agent had the patient switch between different groups and the patient confirmed seeing the same message on all groups. Agent reviewed information and redirected the patient to their hcp regarding the message they received.   Additional information was received from a patient. They reported on and off for past year, the pt has not been getting as much stimulation therapy / benefit as she would like. The pt indicates they keep getting a message when they try to increase their stimulation. Additional information was received from the manufacturer representative (rep). It was reported that the rep confirmed that electrode pairs showed impedance measurements greater than 40000. The cause of the settings not available was known, they programmed around the impedances. The issue was resolved.